Event description:
The instrument operator pinched a finger with the imt probe while performing scheduled maintenance on the instrument. Treatment included disinfection with sodium hypochorite and preventive trr-therapy for hiv, hcv, and hvb. No additional info was provided by the customer. No conclusion can be drawn.